Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 4 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the pcb device was returned for analysis attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 8 mm proximal to the distal marker band. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube shaft found no issues with the shaft.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 4 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.